Event description:
It was reported, the camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to the regional repair center for inspection. And the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: due to deterioration of cable unit, the endoscopic image cannot be displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image. There were no reports of patient harm.